Event description:
Performance data received from the device was analyzed and revealed that the device experienced a patient alert for two power on resets (pors) that had occurred more than a year prior to analysis. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed that there were 2 - pors (power on resets) for write to locked ram, on (B)(4) 2010 11:24:09 and (B)(4) 2010 19:11:49 and 1 - patient alert for por on (B)(4) 2011 10:24:09.